Manufacturer narrative:
No testing methods performed is selected since no information is available about the device in order to perform the testing manufacturer is trying to obtain further information. Manufacturer is submitting separate report for each case.

Event description:
The manufacturer was notified on (B)(6) 2016 about the early degeneration of 5 perceval valves due to calcification. No further information was provided.

Event description:
The manufacturer was notified on 10 mar 2016 about the early degeneration of 5 perceval valves due to calcification. Update from e. Cerutt/clinical affairsi as of 25 apr 2016: a (B)(6) old male patient underwent perceval s valve 25/l implant on (B)(6) 2010 (isolated avr). The patient was suffering preoperatively from systemic hypertension and severe chronic lung disease. The preoperative cardiac status was normal. On (B)(6) 2010 the patient underwent lobectomy because of an already known lung carcinoma. No other events were reported in the trial. The patient was followed in the cavalier trail till the 5 years visit occurred on (B)(6) 2015 (nyha class I, site reported mean gradient 17 mmhg, peak gradient 32 mmhg, 1+ central regurgitation. On (B)(6) 2015 the patient was hospitalized with dyspnea (nyha class ii) and signs of cardiac insufficiency (aortic insufficiency grade I, mean gradient 38mmhg, vmax 4.1 m/s_see hospitalization letter enclosed). On (B)(6) 2015 the patient underwent tavi (corevalve evolute r n26).